Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. (B)(6).

Event description:
It was reported that a device is removing various thickness of skin, jams and tears the skin. The malfunction occurs despite replacing the blade with new sterile one.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: date of report, event, date rec¿d by MFR, type of reportable event, if follow-up, what type, device evaluated by MFR. On (B)(6) 2018, it was reported that the device is removing various thickness of skin, jams and tears the skin. The malfunction occurs despite replacing the blade with new sterile one. The customer returned an electric dermatome device, serial number: (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated per zimmer biomet procedures. Medicrea has previously repaired/evaluated electric dermatome serial number: (B)(4) one time as documented in the repair reports in livelink. The last repair was may 20, 2018 where it was reported that the device needed technical review and the motor, plug harness assembly, thickness control shaft, lever die cast aluminum, seal, and bearings were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on october 9, 2018 revealed that the calibration was out of specifications at the zero and ten settings only. The motor speed was below specifications and the control bar was not in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on october 30, 2018 which included replacement of the bearings, spring seal, and motor. Electric dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zimmer biomet procedures. The reported event was confirmed since during the product review by medicrea it was revealed that the calibration was out of specifications at the zero and ten settings only. The motor speed was below specifications and the control bar was not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it revealed that the calibration was out of specifications at the zero and ten settings only. The motor speed was below specifications and the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.